Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and the associated outflow graft (lot 17044099-0558) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed power consumption below normal operating range throughout the analyzed period and slight decreases in power consumption and estimated flows starting on (B)(6) 2024; 100 low flow alarms were logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. The reported outflow graft stenosis event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, device thrombus, hypertension, worsening heart failure, and right ventricular failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that this patient had a history of hypertension and right ventricular dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: d4: outflow graft / lot# 17044099-0558 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had increasing issues with fluid retention compared to their baseline, their right ventricle (rv) d ysfunction was "moderate on echo" and the ventricular assist device (vad) exhibited low flow alarms. The patient was admitted for admitted due to decompensation on their hemodynamics, hypertension and right heart failure. A computerized tomography (CT) and coronary angiogram showed extensive thrombus and severe stenosis throughout the outflow graft. The patient was deemed not to be a candidate for exchange due to the extent of the graft thrombus and percutaneous intervention also not felt to be feasible. The patient was started on medication and the low flow alarm limit was adjusted but the alarms continued and were described as "essentially persistent."  The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #:  1125 / catalog #:  1125 / expiration date: 31-oct-2022 / serial or lot#:  (B)(6) d9: no h3: no h4: mfg date: 01-oct-2017 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.